Manufacturer narrative:
(B)(4).

Event description:
The service report shows the customer reported that the 840 ventilator had an erratic lower liquid crystal display (lcd) panel while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and upgraded the software to the current revision. The unit passed extended self testing. Covidien was not authorized to repair the device.